Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/09/2020.

Event description:
It was reported that the ventilator had a sensor fault. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the external pipeline due to damage. The unit passed all tests and was returned to use.